Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads slide off during brushing [device breakage]; brushheads have all become loose very quickly [device connection issue]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the oral-b flossaction brushheads slid off during brushing with an oral-b rechargeable toothbrush, version unknown. She described that she had been using oral-b electric toothbrushes for over 20 years and with her most recent package of 3 flossaction brushheads, the heads had all become loose very quickly. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brushheads slide off during brushing [device breakage]. Brushheads have all become loose very quickly [device connection issue]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that the oral-b flossaction brushheads slid off during brushing with an oral-b rechargeable toothbrush, version unknown. She described that she had been using oral-b electric toothbrushes for over 20 years and with her most recent package of 3 flossaction brushheads, the heads had all become loose very quickly. No symptoms developed. On (B)(6) 2016 received follow-up: it was reported that the product had been discarded. No further information was provided.